Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned as they remain implanted in the patient; product evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. In the provided documentation it was claimed that patient underwent initial left total hip arthroplasty because of coxoarthrosis. Legal claim from patient lawyer states that about 11 years later the patient became aware of the complication related with the implanted devices, underwent further analysis and discovered a high level of cobalt ions in the blood. However, no medical records were received which attest the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source ¿ foreign ¿ (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that elevated metal ion levels were detected in blood tests of a patient approximately fourteen (14) years after initial hip surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10 - metasulâ® ldhâ®, head adapter, s, -4, taper 12/14-18/20, item 0100185145, lot 2414464. Metasulâ® ldhâ®, head, 44, code j, taper 18/20, item 0100181440, lot 2362828. Femoral stem press-fit collarless 12/14 neck taper standard body standard neck . Offset size 13 138 mm stem length cementless, item 00786401300, lot 60478764. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00054, 0009613350-2023-00055. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.